Event description:
The event is reported as: "complaint alleges that the port fell apart during a laparoscopic cholecystectomy procedure. Another port had to be used and the procedure continued successfully. The pt's condition is fine." No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. Per device history report DHR investigation did not show issues related to this complaint.